Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for evaluation. We will continue pursuing the device being returned by the customer. A supplemental report will be submitted if the device is received. Items marked "ni" are unk to use at this time. Internal file number - (B)(4).

Event description:
The hospital reported that after an endoscopic being harvesting procedure, the green plug on the hemopro cable came loose. No replacement was necessary since procedure had already been completed. The hospital did not report any pt effects. The hospital intends to return the product in question.